Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00829, and 3005099803-2010-00831 for the other associated device information. It was reported to boston scientific corporation that three excelon transbronchial aspiration needles were used during a bronchoscopy procedure within the trachea performed on (B)(6), 2010. According to the complainant all three devices were tested/prepped prior to being used, and there was no noticeable damage to any part of the device or to the packaging. During the procedure the user was utilizing the jabbing method in order to obtain samples. All three devices had difficulty retracting back into the sheath, while inside the patient, after the sample was obtained. All three devices then leaked at the luer lock, outside of the patient, while the sample was being expelled. The procedure was completed with a fourth excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00829, and 3005099803-2010-00831 for the other associated device information. It was reported to boston scientific corporation that three excelon transbronchial aspiration needles were used during a bronchoscopy procedure within the trachea performed on (B)(6) 2010. According to the complainant all three devices were tested/prepped prior to being used, and there was no noticeable damage to any part of the device or to the packaging. During the procedure the user was utilizing the jabbing method in order to obtain samples. All three devices had difficulty retracting back into the sheath, while inside the patient, after the sample was obtained. All three devices then leaked at the luer lock, outside of the patient, while the sample was being expelled. The procedure was completed with a fourth excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Visual inspection found the device needle retracted, with the outer and inner sheath kinked. The kinked sheath did not prevent the device needle from deploying of retracting in and out the sheath. Functional check found the device handle was able to deploy and retract the needle in and out the sheath when operated. The device was able to produce both pressure and vacuum to force water through the sheath of the device. There was no leakage observed. Due to proper flow and no leakage of the water in and out of the needle, the complaint of unable to retract needle and device leakage could not be confirmed. Therefore the most probable root cause is not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).